Manufacturer narrative:
The pipeline pushwire and braid were returned for evaluation. As received, the pipeline braid was not attached to the pipeline pushwire, the distal and proximal ends of the pipeline braid could not be determined. The pipeline braid was found to be fully open with both ends having moderate fraying. In addition, the tip coil and pushwire were observed bent. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience. It is possible, that the damaged pipeline contributed to the reported experience. Additionally, the cause for the damages observed on the pushwire could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment the device did not open distally after being pushed out of microcatheter. It was reported that the pushwire was rotated clockwise 10 times. The physician decided to withdraw the entire system and a new device was used to complete the procedure successfully. No patient injury was reported.